Manufacturer narrative:
(B)(4). Date of event: alleged (B)(6) 2019. Reporting source- (B)(6). Customer has indicated that the product has returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a handle broke in half at the level of the metal cross pin. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. A universal handle was returned for evaluation. Visual evaluation identified that the blue sleeve had fractured, with the fracture running circumferentially through the dowel pin hole. Wear and tear indicating repeated use was observed. The main tube with that has the lot information was not returned. No other damages were identified. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.